Event description:
The patient ((B)(6)) had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported during a procedure to explant one of the patient's leads (reference MFR report: 3008829311-2017-00413), the lead separated when it was being removed. Part of the lead remained in the patient and was not removed.